Event description:
After advancing the needle, the md recognized that the needle was not withdrawing correctly. After removing the echo needle from the endoscope, the needle broke. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo device. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of patient outcome. The complaint information provided indicates the user had difficult with needle retraction and the photographs provided indicated a proximal needle breakage.